Event description:
The tibial jig is poorly designed and obstructs the saggital saw cut.

Manufacturer narrative:
No devices, medical records or lot information was provided for review. The event was not confirmed. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
The tibial jig is poorly designed and obstructs the saggital saw cut.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial jig. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial jig. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. Not returned to manufacturer.